Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an eye surgical procedure on (B)(6) 2016 and suture was used. During the procedure, the needle led to tearing of the cornea and it required a new surgery intervention. It was also reported that to date, the patient is ok. Additional information has been requested.